Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the hospital for an unrelated issue. Upon review it was noted that the implantable cardioverter defibrillator was in backup vvi mode. The device was reprogrammed, and the issue was resolved. The patient was in stable condition.